Manufacturer narrative:
Analysis was performed on the returned link, both cuffs and a separated posterior foot. The reported difficulty retracting the foot and difficulty removing the device could not be replicated in testing environment as the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. As only the link, both cuffs and a separated posterior foot were returned for analysis, a conclusive cause for the reported difficulties could not be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
Subsequent to the initial report, additional information was received: the access site was the right common femoral artery. Reportedly, an additional proglide device was used and did not deploy properly. The proglide device described in the medwatch description was the second proglide device used. There was no tissue damage due to the difficulty removing the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Mw #(B)(4) received which stated: "during deployment of the proglide closure device, it was noted that the device was defective. Doctor had difficulty time removing from body, significant bleeding noted, doctor controlled the bleeding. Patient was sent to recovery in stable condition. The paddles on the closure device failed to properly close after the suturing was complete. The physician had to force to remove the device. Significant bleeding was noted and he had to up size to a bigger sheath to achieve hemostasis. Internal balloon tamponade was preformed to close the puncture site. This took time and required a femostop to hold pressure external after the procedure was complete. Because of bleeding groin complication, the patient required increase monitoring in the ICU. What was the original intended procedure? Avr procedure with 26_ medtronic tavr valve." Additional information received from facility reporter. The access site was mildly calcified. Hospitalization was extended one day. No additional information was provided.